Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 7/1/2020. H3 evaluation: photos were received. Upon visual inspection of the picture, a dhvm12 device is observed out of the packaging and with the ampoule broken.in addition a punctured my finger was observed. Unfortunately, the photos do not provide enough evidence to determine root cause. Hands on analysis may provide the evidence necessary to confirm the root cause. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Product was noted to have expired.

Manufacturer narrative:
(B)(4). Attempts to obtain the following information and the following was received. Attempts have also been made to obtain the device. To date the device has not been returned. If further details are received at a later date a supplemental medwatch will be sent. ¿ what was done to treat the shard penetration? - first aid, irrigation, antibiotic ointment, band-aid ¿ was medical or surgical intervention required? - medical ¿ was there any special diagnostic test performed? - no, just careful physical exam ¿ what is the status of the injury today? - healed, resolved ¿ was it difficult to break the ampoule (was extra force needed to break the ampoule)? - no ¿ was the ampoule crushed repeatedly? - no ¿ can you identify the lot number of the product that was used? - lcj588 ¿ is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? - yes ¿ please attach available photos to your response - photos provided this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/8/2020 additional information: h3 evaluation: one possible cause for the issue reported may be the use of product that exceed the product lifecycle. Device was manufactured in 2017. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts to obtain the following information have been performed, however not received to date: what was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the injury today? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Can you identify the lot number of the product that was used? Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? Please attach available photos to your response. To date the device has not been received. If further details or the device are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a small laceration repair procedure on an unknown date in 2020 and topical skin adhesive was used. Doctor was using adhesive, when the vial was squeezed, a sharp shard broke outwards and punctured the finger. No device will be returned. Additional information has been requested.